Manufacturer narrative:
This event has been reported by the manufacturer under MDR# 3002808486-2019-01681.

Event description:
Patient allegedly received an implant on (B)(6) 2008 via right common femoral vein due to left lower extremity deep vein thrombosis (per the implant operative report). Patient alleges fracture, embedment, perforation, tilt." Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2013, ¿an ivc filter is in place a somewhat obliquely oriented and below the level of the renal veins bilaterally.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2014, ¿there is an ivc filter that is obliquely oriented, has a broken intervertebral body strut, and is unchanged position below the level of the left renal vein.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2015 (reading 1), ¿impression: ivc filter with broken strut, unchanged from prior CT dating back to (B)(6) 2014.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2015 (reading 2), ¿impression: ivc filter unchanged in position with chronic broken intervertebral body strut projecting external to the ivc lumen. Similar in appearance as compared with prior CT dated (B)(6) 2014.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2017, ¿the ivc filter is stable in appearance demonstrating an oblique orientation within the ivc, and a strut continues to be embedded in the l3 vertebral body. There is no common femoral to common iliac dvt.¿ per an x-ray of the chest dated (B)(6) 2017, there is redemonstration of a tiny wire over the right lower lung zone likely a limb from the ivc filter.¿